Manufacturer narrative:
Patient's date of birth: unk. Patient's weight: unk. Relevant tests/laboratory data :unk. Device lot number, expiration date: unk. The device was discarded, thus no investigation could be completed. Device manufacture date: unk because lot number: unk.

Event description:
A coronary atherectomy procedure commenced to treat a severely fibrous in-stent restenosis (isr) within a vein graft, present in the proximal portion of the patient's left anterior descending coronary artery. The physician chose to use a spectranetics elca coronary laser atherectomy catheter to treat the patient. After the physician had finished lasing, he used a non compliant balloon, inflated the balloon, and the vein graft perforated. The physician put in a covered stent in the vein graft to successfully repair the perforation, and the patient survived the procedure. The physician thinks the perforation could have been a combination of lasing and use of the balloon that caused and/or contributed to the perforation of the vein graft. This report captures the elca device in use within the vein graft when a perforation occurred. There was no alleged malfunction of the elca device in use during the procedure.